Manufacturer narrative:
Follow-up #1: date of submission 12/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/08/2015 with the following findings: a review of the pump¿s black box showed that data from the event date had been overwritten from continuous use. The current black box showed no evidence of short battery life, however, one cs 128 replace battery alarm was observed in alarm history. A visual inspection of the pump showed cracks in the battery compartment. The returned battery cap was intact and was able to fully tighten to the pump. The current draws were found to be within specifications. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.